Event description:
In this event it was reported that there was a hole on the curvature of a jet on a jet mate handpiece. As a result, powder came out during use and caused a patient's lip to swell and bleed. No intervention was required.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where unintended contact with the powder resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possible cause or contribute to a serious injury or require medical or surgical intervention to preclude such. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Device not returned. A DHR review was conducted with no discrepancies noted. Product is beyond useful life.

Manufacturer narrative:
Product information was incorrect on the initial report.